Event description:
Patient reported a rupture was detected on the right side¿s breast implant and post-surgery modifications with bilateral architectural distortion and silicone implants of single lumen in pre-pectoral placement, no signals of intra or extracapsular ruptures at left, where there are thin accommodation folds and a thin blade of liquid near the implant. Healthcare professional later reported capsular contracture, baker grade unknown. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6; clarification to d9-date is when device photo was received. Photo analysis it is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: seroma -late: unable to observe as it is a medical event that is not related to the device. Crease/folding of implant: no observed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Fever-ndr: not applicable as the event is not related to the device. Edema: unable to observe as it is a medical event that is not related to the device. Rupture: observed, broken the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain-ndr: not applicable as the event is not related to the device. No additional observations.

Event description:
Patient reported a rupture was detected on the right side¿s breast implant and post-surgery modifications with bilateral architectural distortion and silicone implants of single lumen in pre-pectoral placement, no signals of intra or extracapsular ruptures at left, where there are thin accommodation folds and a thin blade of liquid near the implant. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional later reported capsular contracture, baker grade unknown.

Event description:
Patient reported a rupture was detected on the right side¿s breast implant and post-surgery modifications with bilateral architectural distortion and silicone implants of single lumen in pre-pectoral placement, no signals of intra or extracapsular ruptures at left, where there are thin accommodation folds and a thin blade of liquid near the implant. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.

Event description:
Device has been explanted.